Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were mated and returned in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor detached from the suture, and the carrier tube was subsequently removed from the hemostasis sheath to continue functional testing. As the anchor had detached, the collagen was pulled manually and the suture, collagen, and tamper tube were able to deploy successfully. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
The user facility reported that the angio-seal device was used as usual. The anchor and collagen were stuck inside of the angio-seal sheath. Everything was pulled out and manual compression was performed without complications. There was no significant delay of the procedure. There was no significant loss of blood and the patient had been treated as intended. The procedure was a percutaneous transluminal angioplasty (pta). Hemostasis was achieved by manual compression for ten minutes. A 6fr procedural sheath was used prior to the use of the angio-seal device. This was a right femoral artery puncture. There were no multiple sticks or high sticks and the posterior wall was not punctured. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The estimated blood loss was less than 250cc. The patient was stable and not affected. There were no other devices or equipment used with the reported product. There was no harm to the patient.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. Initial reporter occupation - requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.